Event description:
The customer called to report a discrepancy between the sensor and blood glucose readings. The customer stated that she was driving, when her blood glucose levels went low. The customer was found by the paramedics, and taken to the hospital. The customer's blood glucose levels were approximately 20 mg/dl, but her sensor glucose levels were above 200 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See also MFR report number 2032227-2010-81006.